Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 137.5 cm from the proximal end. The embolization coil was intact with its pusher assembly. The smart coil was able to be removed from its packaging hoop with some resistance due to the pusher assembly kink. The smart coil was able to be advanced from its initial position with resistance, but not past the kink in the pusher assembly. Conclusions: evaluation of the return smart coil revealed that the device was kinked. The smart coil was able to be removed from its packaging hoop with some resistance due to the pusher assembly kink. The root cause of the difficulty removing the smart coil from its packaging hoop during preparation could not be determined. If the pusher assembly is mishandled or forcefully advanced against resistance, damage such as a kink may occur. Further evaluation of the returned smart coil revealed resistance during the functional test while advancing the pusher assembly from its initial position. The smart coil was advanced from its initial position with resistance, but not past the kink in the pusher assembly. Therefore, the embolization coil could not be completely advanced out of its introducer sheath. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the physician was unable to remove a penumbra smart coil (smart coil) out of its dispenser hoop; therefore, it was not used in the procedure. The procedure was completed using another smart coil.